Event description:
The technician indicated the lower portion of the side rail came apart and the side rail will not latch.

Manufacturer narrative:
The right head side rail was replaced to repair the bed.